Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hallux varus repair procedure, two bio-composite teno screws, ar-1530bc, were used. The first screw deployed and was implanted with no issue; however, after deployment of the second implant into the metatarsal bone, it was difficult to pull out the driver. The surgeon was able to pull out the driver, but the tip of the driver broke off into the implant. The surgeon tried to retrieve the tip, but could not. The surgery was completed and the tip of the driver remained in the screw in the patient¿s body. No revision surgery is planned. Patient¿s bone quality is medium. Additional information provided 03/04/2020: the bone was prepped with a 1.1mm guide pin and 2.5mm drill (ar-1530ds. There was no need for an additional incision.

Manufacturer narrative:
Complaint confirmed, the hex drive feature broke off. Likely causes include improper bone prep, prying/leveraging the device, continually applying torque when the implant is not advancing.